Manufacturer narrative:
(B)(4). The device was explanted and should be returned to the MFR, med-el headquarters in innsbruck, for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
A decline in auditory performance was noticed by the guardians on (B)(6) 2014. Reportedly no trauma had occurred.